Manufacturer narrative:
Updated fields: d4, e2, e3, g2, h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the abnormal imaging was caused by a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present due to a faulty cable causing a loose connection of the video scope connector. Additionally, the rubber part on the rear cover pack was found chipping, and the label was fading as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was not displaying an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.